Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 12/01/2018 to 8/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that a device was returned unexpectedly. After inspection, the device gave an error code. The code was resolved and the device passed all further tests. There was no reported patient impact.